Event description:
Customer reported that when an attempt is made to secure the enclosure shut, the teeth will not align. This was discovered during set-up but no date was provided. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue. An open slider body was found on the pt access of both panel side a and b. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or opening s along the entire length of each zipper. (B)(4).